Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer report number: 3006705815-2024-02111, 3006705815-2024-02112. Additional information received that the patient underwent surgical intervention in which the system was explanted due to ineffective therapy and pocket pain.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. The patient has not recharged or used the ipg in over 6 months. Surgical intervention may be pending to address this situation.